Manufacturer narrative:
Additional information has been requested. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a high out-of-range shocking impedance measurement was observed on this implantable cardioverter defibrillator (ICD) system through the remote monitoring system. The systems remains in service. No adverse patient effects were reported.

Event description:
Additional information was received indicating that the device emitted beeping tones. Boston scientific technical services (ts) reviewed the device data and concluded that this was most likely due to the detected high, out-of-range shock impedance measurements. The shock impedance beep alert was turned off temporarily. It was also noted that all other lead measurements were in range. An additional alert for high impedances have been detected since indicating that this appeared to be an ongoing issue.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.